Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure. A manufacturing review was performed and found on evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's attorney: (B)(6) 2007 - the pt underwent an abdominal sacral colpopexy procedure, paravaginal repair, and modified burch procedure with implantation of a bard flat mesh. Of note a piece of mesh was customized to fit the posterior vaginal wall, it was then secured in place with sutures and "the graft was trimmed in such a manner that it lay in the hollow of the sacrum in a virtual tension free manner". On (B)(6) 2011 - the pt underwent a partial explant of the bard flat mesh. Operative findings indicated that there was a "3cm section of marlex mesh protruding through the posterior vaginal wall and the apex".